Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-17250. It was reported post-op of a trial procedure, the patient complained of bilateral pain in low back and legs, followed by numbness in the feet and legs. Patient stated she could not move or feel her feet or legs. The trial leads were pulls. Surgeon surgically removed a hematoma; however at this time the patient still has paralysis and is still hospitalized. There were no complications during the procedure. Paresthesia coverage was obtained following the procedure covering the patients pain pattern indicating a correct, posterior placement.